Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device would be returned. No further complications were reported/anticipated.

Manufacturer narrative:
According to the trace report obtained from the ins after pmr recovery, the total recharge count is 49. The last recorded recharge session performed while the device was implanted was on (B)(6) 2018. The device was recharged for 2 hours and 1 minute and the battery charged from 3.78v to 3.92v. A prior charge occurred on (B)(6) 2018; it lasted 2 hours and 46 minutes and the battery charged from 3.60v to 3.81v. The parameter trend diagnostic section of the trace report shows patient usage during this session. The typical recharger coupling shown on the 8840 physician programmer is 100% (8 bars). One recharge session showed 25% coupling (2 bars). The battery discharged to the lock mode on (B)(6) 2018. Product analysis # (B)(4): analysis information -- 2019-01-29 10:05:29 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to overdischarge{s}. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported that the implantable neurostimulator (ins) could not be recharged anymore. Factors that may have led or contributed to the issue remain unknown. There was a report that the device could not be tracked by the clinician programmer anymore. Actions taken to resolve the issue remain unknown. The issue was resolved. It was reported that a surgical intervention occurred where the rechargeable stimulator was explanted and a prime device was implanted. No further complications were reported/anticipated.